Event description:
Scissor is separating near the tip.======================manufacturer response for monopolar curved scissor, davinci (per site reporter).======================manufacturer to evaluate damage and report back.